Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 2022 by the orthopedic journal of sports medicine ¿presoaking acl grafts in vancomycin decreases the frequency of postoperative septic arthritis: a cohort study of 29,659 patients, systematic review, and meta-analysis from the santi study group.¿ the study reviewed 5300 patients that were treated for acl/pcl instability with bioabsorbable interference screws and identified septic arthritis in 12 patients during the year follow-up period. Ref: carrozzo a, saithna a, ferreira a, et al. Presoaking acl grafts in vancomycin decreases the frequency of postoperative septic arthritis: a cohort study of 29,659 patients, systematic review, and meta-analysis from the santi study group. Orthop j sports med. Feb 2022;10(2):23259671211073928. Doi:10.1177/23259671211073928.